Event description:
This complaint is now reportable based on the analysis completed on 11/13/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00 x 32 mm taxus express2 drug eluting stent would not cross the lesion and resistance was felt during withdrawal. Upon removal, the stent delivery shaft was found to be kinked. The lesion being treated was located in the calcified, tortuous mid left anterior descending (lad) artery. The procedure was completed with two 3.00 x 16 mm taxus stents. No patient complications were reported. Patient status reported as "fine". However, the returned product confirmed a shaft fracture.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 21.4 cm distal from the catheters strain relief. There was a twist in the midshaft approximately 5 mm proximal to the port region. This type of damage is consistent with excessive force being applied to the delivery system. The tip of the device was slightly flared, which could have contributed to the difficulty attempting to cross the lesion. The device was not returned with the product mandrel inserted and the stent / balloon protector attached. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The condition of the target lesion was reported as having average tortuosity and calcification. These could have been contributing factors to the complaint incident. Taking into consideration the results of the investigation completed, handling damage would be the most probable root cause.